Event description:
It was reported after completion of an ion endoluminal lung biopsy procedure, the patient experienced a stroke. According to the initial reporter, the ion endoluminal lung biopsy procedure well. Biopsy tools used included brush (2 passes) and forceps (7 passes). The size of the lesion was 1.5 cm and located in the left lower lobe (lll). The distance of the lesion to the pleura was 3.5 cm. However, during the ebus, the patient began to fail and was revived although CPR was not initiated. In the recovery room, it was discovered that the patient had high blood pressure and was treated with an unspecified medication. In addition, the patient reportedly had symptoms of seizures and altered mental status. An MRI and CT-scan was performed in the recovery room and signs of stroke were found. An acute infarct was identified in the frontal lobe, right greater than left, with atrophy and some underlying chronic ischemic small vessel disease. Per the physician, stroke risk factors for the patient included a medical history of high blood pressure (htn), hypercholesteremia (on chart no lipid panel to support day of case), and a smoking history. It was noted that the patient currently smokes 5-7 cigarettes per day. No information was provided concerning coronary artery disease/heart disease. The patient was positive for alcoholic drinks 1-2 per day. The patient¿s medical history also included multiple sclerosis and a thyroid mass. There was no documentation of peripheral vascular disease in the chart before undergoing the procedure. The physician indicated that the patient did not have a history of stroke and the stroke was not caused by an ion product but was possibly due to anesthesia or an air embolism. Laboratory values were reported as: inr 0.9; partial thromboplastin time 26 and 27 seconds; platelets day of surgery 157; night of post procedure 159. No antiplatelets were provided. The physician was not sure if anticoagulants were provided emergently. Dialysis was not needed. Post procedure, the patient was initially scheduled as an outpatient, then admitted to the hospital. The patient was admitted to the ICU from 26-oct-2022 to 30-oct-2022, then moved to the neurology floor. During the hospitalization, the patient was more alert and responding to commands. The patient was discharged (B)(6) 2022. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available at this time. A video of the procedure has been provided to isi for evaluation. However, as of the date of this report, the review of the video has not been completed. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient experienced a stroke. The patient has been discharged home. The cause of the post-procedure complication is unknown.